Event description:
Reportable based on analysis completed (B)(6) 2010. It was reported that during prep, for a drug eluting stenting treatment procedure, shaft damage occurred. The physician noticed a technical defect on the stent. "The stent was inserted into the guiding catheter." It was indicated that "the technical defect was around 10cm from the operator¿s part on the hypotube shaft." The stent was not deployed and did not reach the patient's coronary artery. The procedure was stopped and the patient condition is excellent. However, product analysis revealed hypotube break.

Event description:
Pt with anti-e failed to react with any of the e positive cells on the panel. Account describes reactivity with screening cells as 2+. This report corresponds to ortho clinical diagnostics inc. (B)(4).

Manufacturer narrative:
The device history record (DHR) review was completed, and this device passed all manufacturing and sterilization inspections with no nonconformance.

Manufacturer narrative:
Device not returned.this event was determined to be reportable per edwards lifesciences procedures. The information was learned through implant patient's registry. A device history record review is in process. Two requests were made (via fax) for the device, operative report, and additional information; however, no additional information was provided and no device was returned for evaluation.

Event description:
It was reported that the device was explanted after an implant duration of zero days, due to unknown reasons. No further details were provided.